Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while preparing the device for use the metal cannula/stylet couldn't go all the way through the drainage catheter, as a resistance was noticed inside the catheter. A new catheter was used. The doctor examined the device after the procedure when a plastic piece came out of the catheter.